Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose and the insulin pump may have absence of delivery alarm. Blood glucose level at the time of the incident was over 249 mg/dl. Customer experienced symptoms of high blood glucose such as nausea and vomiting. During troubleshooting, insulin exited the tubing and bolus delivery was seen in bolus history. High pressure test was performed multiple times but there was no alarm. The insulin pump will be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. .